Event description:
Three years following bilateral intraocular lens (iol) implant surgery, a surgeon reported that the patient felt his vision was better when the iol's were initially implanted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on 05/01/2009.